Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. C91742,d14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes in 2014, gravida ii, parity 2, dysuria, urinary tract infection, carpal tunnel syndrome, irritable bowel syndrome, cholecystectomy and tonsillectomy. Previously administered products included for an unreported indication: xanax and zoloft. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic pain"), abdominal pain ("pain - abdominal pain"), back pain ("pain - back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (right salpingectomy with removal of essure insert on (B)(6) 2016). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, anxiety, mood swings, depression, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from mr: one of the micro inserts on the right side was placed deeper. This was explained and a second insert was placed on the right to assure complete tubal occlusion/ noted to have 2 micro inserts on that of the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: bilateral tubal occlusion status post essure sterilization.. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs and mr received : lot number added. Reporter and patient demographics were added. Medical history and historical drugs were added. Suspect drug indication updated. Event injury updated with new events from pfs - perforation (fallopian tube(s)), hormonal changes describe: mood swings, vaginal bleeding, menorrhagia, anxiety, depression, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, pelvic pain and abdominal pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. C91742,d14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes in 2014, gravida ii, parity 2, dysuria, urinary tract infection, carpal tunnel syndrome, irritable bowel syndrome, cholecystectomy and tonsillectomy. Previously administered products included for an unreported indication: xanax and zoloft. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic pain"), abdominal pain ("pain - abdominal pain"), back pain ("pain - back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (right salpingectomy with removal of essure insert on (B)(6) 2016). At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, anxiety, mood swings, depression, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: from mr: one of the micro inserts on the right side was placed deeper. This was explained and a second insert was placed on the right to assure complete tubal occlusion/ noted to have 2 micro inserts on that of the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: bilateral tubal occlusion status post essure sterilization. Lot number: c91742; manufacture date: 2014-07; expiration date: 2017-07. Lot number: d14826; manufacture date: 2014-10; expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.